Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that he could not get the level alert or alarm sensors to not alarm when properly mounted on a primed reservoir without using an excessive amount of gel. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event. It was confirmed by the field service representative that the sensors were not even touching the block, so they always generated alarms. A new level alert sensor was installed.

Manufacturer narrative:
Eval in progress, but not yet concluded.